Manufacturer narrative:
(B)(4) - the manufacturer's device registration system indicated that the pump was replaced on (B)(6) 2016 as planned.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving hydromorphone (25 mg/ml at 17.493 mg/day) and bupivacaine (20 mg/ml at 13.994 mg/day) via an implanted pump. The indication for pump use was non-malignant pain, chronic low back pain, and lumbar radiculopathy. On 01-jan-2016 it was reported that pump interrogation showed that a motor stall occurred with a stopped pump period may exceed tube set message. The patient had not had an MRI. The patient had been ¿hurting pretty bad¿ with an increase in pain and was going through some withdrawals. Additional information was received on 04-jan-2016 from a company representative and it was reported that the patient was ¿very ill with other things¿ so they would schedule her for a pump replacement later. Additional information was received on 04-jan-2016 from the healthcare professional and it was reported that the pump was programmed to minimum rate and the patient was admitted to ¿bsa¿ for pain control. The cause of the motor stall was unknown. Additional information was received on 15-jan-2016 from a healthcare professional via a company representative and it was reported that the pump was being replaced on monday. The physician decided they were going to change the concentration from 25 mg/ml dilaudid to 20 mg/ml dilaudid.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Corrected information: conclusion code no longer applicable.

Event description:
Additional information later received reported that a motor stall was reported on (B)(6) 2016. The patient was hospitalized to manage withdrawal symptoms. The catheter was patent at replacement. It noted that the pump was replaced, battery was depleted and therapy related, motorstall. No rotor study or dye study performed. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly corrosion and or wear and or lubrication, stall due to shaft-bearing. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
\

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.